Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Initial report inadvertently listed an explant date. The patent's vns lead is not explanted to date.

Event description:
It was reported that the patient was scheduled for a vns battery replacement due to battery depletion. During the surgery a dcdc=7 high impedance was noted. A resistor test was used and it was determined that the generator was functioning correctly. When the lead was re-inserted, high lead impedance was noted again. X-rays were performed and showed no "obvious break" with the lead. The surgeon decided to leave the new generator in the pocket, but upon placing the generator inside the pocket the lead fractured. The explanted generator was returned on (B)(4) 2013.

Event description:
It was reported that the patient's vns lead was explanted on (B)(6) 2013. The lead was not returned to the manufacturer for product analysis to date.

Event description:
Product analysis was performed on the returned vns generator. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The device history report was reviewed for the vns lead and no unresolved non conformances were found. No trauma or manipulation had taken place which might have contributed to the lead fracture. X-rays were taken and reviewed in site, but was not sent to the manufacturer for review. An implant card was received which indicated that the old vns generator¿s battery was depleted, and a dcdc of 7 was noted with the new m102r.

Manufacturer narrative:
Follow up report #1 stated that the vns lead was not explanted.